Event description:
Per the clinic, the patient experienced a keloid formation at the postauricular site resulting in discomfort (specific date not reported). Subsequently, the patient underewent a revision surgery under general anesthesia on (B)(6) 2024, in order to excise the keloidal tissue. The patient was also treated with topical steroid during the same surgery to reduce inflammation and further decrease the risk of keloid formation. The implanted device remains.